Manufacturer narrative:
An investigation of the reported condition was performed. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this issue. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive investigation. No probable root cause was found since no sample, picture or video were received for testing, therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. The PICC specification was reviewed. It appears that there may be a line that contains pigtail breaks or leaks at the strain relief junction during normal use as a potential issue. However, manufacturing performs 100% leak testing as per procedure, which would identify this issue in the catheter assembly. Therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/9/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the product was starting to leak.